Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacer and right ventricular (rv) lead exhibited a low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms along with noise which was reproducible and loss of capture (loc) at maximum outputs. As reported, this patient recently fell off the ladder and came in because the patient thought that the device was beeping. Prior to the fall, pacing impedance measurements were noted to be within normal limits and after the fall, measurements were below 200 ohms. With these observations, the field representative suspected a lead fracture. Also, patient was not symptomatic and not dependent as reported. Boston scientific technical services (ts) discussed lead troubleshooting options to confirm any lead anomaly. Additional information indicated that the device was checked and impedances and threshold measurements were inconsistent depending on the patient position. The cause of these observations was not identified as the lead did not appear to be fractured upon fluoroscopy. However, the field representative suspected a lead dislodgment subsequent to the patient's fall. The patient underwent a surgical intervention where this rv lead was surgically abandoned and this pacer remains in service. A new rv lead was implanted. No adverse patient effects were reported.